Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level at the time of hospitalization was high for meters to read. Customer was treated with intravenous insulin drip for high blood glucose level. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported a high blood glucose hospitalization last year they were in intensive care unit because the insulin pump was not delivering insulin happened last year there blood glucose when they got in intensive care unit was more than 900 mg/dl and treated with manual injection of the insulin in the hospital. The insulin pump and reservoir will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.